Event description:
It was reported that the customer experienced high blood glucose levels. The customer believed that the basal delivery was working fine but that the bolus delivery was not working correctly. It was stated that the customer's blood glucose would be the same before and after the bolus. The customer's blood glucose was 458 mg/dl. Troubleshooting was done. The customer expressed no symptoms of high blood glucose at the time of the call. The customer treated himself with a manual bolus and other methods. Advised customer to reinsert the reservoir and run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The cannula was not bent or occluded. The customer had small bubbles in the reservoir. Advised a replacement infusion set would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.